Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood. The customer¿s blood glucose level was over 400 mg/dl. The customer was treated with manual injection. The customer reported that infusion set was leaking at quick release. The customer declined troubleshoot for high glucose. The insulin pump will not be and infusion set will be for analysis.